Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue, replaced the fiber optic module and that corrected the failure. As part of the pm protocol the safety disk was replaced due to expiration. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during routine preventative maintenance (pm) performed by a getinge service territory manager (stm), it was observed that the fiber optic of the cs300 intra-aortic balloon pump (iabp) would not display intra-aortic balloon (ibp) trace or zero to atmosphere. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during routine preventative maintenance (pm) performed by a getinge service territory manager (stm), it was observed that the fiber optic of the cs300 intra-aortic balloon pump (iabp) would not display intra-aortic balloon (ibp) trace or zero to atmosphere. There was no patient involvement, and no adverse event reported.